Event description:
Same case as MFR #2134265-2008-01791. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The lesions being treated were located in the left circumflex obtuse marginal (lcx om) and the distal lcx. The lcx om was 90% stenotic, 2.75 mm in diameter, 30mm in length, and calcified. The distal lcx was 99% stenotic, 2.5mm in diameter, 14mm in length, and calcified. The physicians predilated the distal lcx and lcx om with a balloon (unk size/type). A 2.50x16mm taxus express2 drug eluting stent was implanted at the distal lcx, and 2.75x32mm taxus stent was implanted at the lcx om. There was no issue with the flow and the procedure was completed without complications. Seven days later, the pt presented emergently with cardio respiratory arrest. Cardiac compression was performed but the pt didn't improve. A thrombosis was confirmed inside the taxus stent in the lcx om. It was aspirated with a thrombectomy catheter, but the pt did not improve. Resuscitation efforts were performed, but the pt died. The death certificate lists the cause of death as acute myocardial infarction for thrombotic obliteration. The pt was taken aspirin and plavix at the time of death. The physician feels the event is related to the taxus stent.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.